Manufacturer narrative:
Correction information: d1: brand name. D2: common device name. D4: serial #. D4: primary unique device identifier (UDI). B4: date of this report. D8: was this device ever serviced by a third party?. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: h4: device manufacture date. H7: 7. If remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary: event that occurred is dark image. Based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 05-jul-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 12-jul-2024. Remedial action this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
D4: serial # is unknown. D4: primary unique device identifier (UDI) # is unknown. Pentax medical america performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 20-feb-2025. Was the procedure for treatment or diagnostic purposes? Diagnostic. Was the product in question used to complete the procedure? Yes. If no, was a different or similar product used to complete the procedure? N/a: scope withdrawn, cleaned and used to complete the case - was the patient recalled for further screening? Unknown. What is the current status of the patient? Unknown. Was the product removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? No. Device current location and status? Debris creating dark image phenomenon was cleaned off per IFU and device was returned to circulation to complete the case. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 19-feb-2025, pentax medical became aware of an event involving a model ec38-i20cl, serial number unknown video colonoscope. Per the initial report, the pentax medical territory manager was informed that another dark image case occurred on sunday, 16-feb-2025. The physician had to perform a colonoscopy on a bleeding cardiac transplant patient with a negative cta at the request of the heart transplant team because he was hemodynamically unstable. The physician prepped him, but his colon was still full of blood/clots due to recent bleeding. When the physician encountered the bloody area of the colon, the images became dark due to blood coagulating on the light source. So, the physician had to withdraw the scope from the ascending colon, clean it, then start all over again. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.